Event description:
On 11/10/2009, the pt/layperson reported to a customer care advocate, cca, that he had accidentally stepped on his "one touch ultra"meter. The pt stated, "the whole case is broken." The pt allegedly threw away the meter; hence, the serial number is not available. The pt requested another meter. When the cca asked the pt if he developed symptoms or was injured due to the broken meter, he provided the following info to the cca, and on 11/23/2009, to this senior medical surveillance specialist. After breaking the meter while on a cruise ship, the pt did not test for ten days, although he continued taking his daily glypizide and "herbs." The pt denied developing symptoms when he did not test. In 2009, at 4 pm, the pt had a heart attack and was taken to the ship's hospital, where he was treated. The ship's doctor also tested the pt's blood glucose, and then injected an unk type and amount of insulin after obtaining 335 mg/dl on the hospital's meter. The pt denied the product contributed to the heart attack or high blood glucose stating, "the doctor said the high result was due to the heart attack." When this specialist spoke with the pt, he could not be certain if the subject meter was an ultra or one touch ultra2. The complaint is reported as the pt was treated with insulin for elevated blood glucose when unable to test with his own meter. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial number is not known since the pt discarded the meter.